Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for six patient samples tested for the elecsys troponin I stat immunoassay (tnistat) and the elecsys ck-mb stat immunoassay (ckmbstat) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The first sample initially resulted with a tnistat value of 1.15 ng/ml. The sample was repeated three times, resulting as 2.03 ng/ml, < 0.100 ng/ml, and < 0.100 ng/ml. The < 0.100 ng/ml value was believed to be correct and released to the patient. The second sample initially resulted with a tnistat value of 1.47 ng/ml. The sample was repeated three times, resulting as 0.688 ng/ml, < 0.100 ng/ml, and < 0.100 ng/ml. The < 0.100 ng/ml value was believed to be correct and released to the patient. The third sample initially resulted with a tnistat value of 1.74 ng/ml. The sample was repeated three times, resulting as 0.427 ng/ml, < 0.100 ng/ml, and < 0.100 ng/ml. The < 0.100 ng/ml value was believed to be correct and released to the patient. On (B)(6) 2018, the field application specialist checked maintenance, calibration, and controls; all were without problems. Controls were measured every 6 hours during the 2 days prior to (B)(6) 2018 and there were no issues. All patient samples were also measured in duplicate for these 2 days and there were no issues. After (B)(6) 2018, the customer stated that the issue continued to occur and provided data for patient samples four through six. The fourth sample initially resulted with a tnistat value of 0.31 ng/ml. This sample was repeated twice, resulting as < 0.10 ng/ml and 0.11 ng/ml. The 0.11 ng/ml value was believed to be correct and released to the patient. The fifth sample initially resulted with a tnistat value of 0.15 ng/ml. This sample was repeated twice, resulting as 1.53 ng/ml and 1.56 ng/ml. The 1.56 ng/ml value was believed to be correct and released to the patient. The sixth sample initially resulted with a ckmbstat value of 8.2 ng/ml. This sample was repeated twice, resulting as 1.5 ng/ml and 1.5 ng/ml. The 1.5 ng/ml value was believed to be correct and released to the patient. No adverse events were alleged to have occurred with any of the patients. The tnistat reagent lot number was 277142. The reagent expiration date was asked for, but not provided. The ckmbstat reagent lot number was 222112. The reagent expiration date was asked for, but not provided. The field service engineer found contamination in the sipper tube line. He decontaminated the system and realigned probes. The customer tested the instrument and approved it for routine testing. The investigation was unable to find a definitive root cause. As two different assays were affected, a reagent specific issue can be excluded.